Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a misaligned component of the force sensor circuit. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: attempted to exercise pump for 24 hours on a 1 unit per hour basal program, an occlusion alarm occurred. During investigation duplicated several occlusion alarms. Force calibration out of specification, high . Removed pump from case and found a misaligned component of the force sensor circuit. Several large prime volumes were noted in the history. Also multiple occlusion alarms noted in the black box and alarm history. Performed pump rewind, load, and prime with no occlusions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.